Event description:
Spontaneous communication. The nurse reports replacement pump needed. Pt's current pump (serial number and expiration date not provided) says system error with code 20 and says call provider. Pharmacy to replace pump. No missed dose or adverse event(s) reported due to product issue. No further information available.